Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, after normally installing a new load twice, the surgeon was unable to press the green button and the squeeze the handle so the stapler was unable to fire. A new device was used to operate normally. There was no patient injury.